Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and suspected intermittent vacuum valve problem. Fse replaced the collar wash vacuum valve to resolve the issue. Fse verified precision runs were acceptable. Instrument resumed operation. (B)(4).

Event description:
The customer reported obtaining cartridge cuvette (cc) not dry before first reagent dispense errors on their unicel dxc 800 pro synchron clinical chemistry system. The error was resolved by the customer. An hour later, the customer called back and stated noticing drops of fluid under reagent probe a. The customer stated there was no leak, however, evidence of fluid found and was contained to the instrument. The operator wore gloves and a lab coat while troubleshooting. There were no reports of injuries. Patient samples were not run at the time of this event.